Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82222005 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the saber pta balloon catheter was inserted and delivered to the lesion. However, the balloon ruptured at 8 atm. The device was removed intact from the patient. It was replaced with another device (non cordis). There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to the device entering the patient. The device was prepped per the IFU. The device was prepped normally and was able to maintain negative pressure. The lesion was in the superficial femoral artery (sfa). The lesion had mild calcification and the vessel was noted to have mild tortuosity. The lesion had a 90% stenosis. The device was not being used to treat a chronic total occlusion (cto). The balloon did not rupture while in a stent. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting through the unknown guiding catheter. There was no difficulty advancing the balloon catheter through the vessel. The device crossed the lesion without difficulty. The device was never in acute bend and was never kinked during use. The inflation device was used successfully with other devices. The device was discarded.

Event description:
As reported, the saber pta balloon catheter was inserted and delivered to the lesion. However, the balloon ruptured at 8 atm. The device was removed intact from the patient. It was replaced with another device (non cordis). There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to the device entering the patient. The device was prepped per the IFU. The device was prepped normally and was able to maintain negative pressure. The lesion was in the superficial femoral artery (sfa). The lesion had mild calcification and the vessel was noted to have mild tortuosity. The lesion had a 90% stenosis. The device was not being used to treat a chronic total occlusion (cto). The balloon did not rupture while in a stent. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting through the unknown guiding catheter. There was no difficulty advancing the balloon catheter through the vessel. The device crossed the lesion without difficulty. The device was never in acute bend and was never kinked during use. The inflation device was used successfully with other devices. The device was discarded.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, h1, h2, h3 and h6. As reported, the saber pta balloon catheter was inserted and delivered to the lesion. However, the balloon ruptured at 8 atm. The device was removed intact from the patient. It was replaced with another device (non-cordis). There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to the device entering the patient. The device was prepped per the IFU. The device was prepped normally and was able to maintain negative pressure. The lesion was in the superficial femoral artery (sfa). The lesion had mild calcification and the vessel was noted to have mild tortuosity. The lesion had a 90% stenosis. The device was not being used to treat a chronic total occlusion (cto). The balloon did not rupture while in a stent. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting through the unknown guiding catheter. There was no difficulty advancing the balloon catheter through the vessel. The device crossed the lesion without difficulty. The device was never in acute bend and was never kinked during use. The inflation device was used successfully with other devices. The product was not returned for analysis as expected. A product history record (phr) review of lot 82222005 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of mild calcification with stenosis were likely contributing factors to the reported event. Calcification is known to damage balloon material; it is likely this occurred when attempting to cross the stenosed/calcified lesion. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.